Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr), a restricted posterior leaflet, and a dilated left ventricle and atrium for a mitraclip procedure. During the procedure, the first clip (xtw) was implanted on the medial side of anterior and posterior leaflet segments 2 (a2p2). The second clip, an nt, was attempted to be placed more medial in the a3p3 range. There were several attempts at grasping leaflets. The clip was unsuccessful at grasping both leaflets, and it was decided to retract back into the left atrium (la). The clip could not be retracted and was stuck on the anterior leaflet. The clip was able to be freed using standard troubleshooting and was retracted into the la. While in the la, an a3 flail was noted and caused by the device entanglement. The nt clip was removed and replaced with an xtw clip. The xtw was implanted successfully. The nt clip was inspected on the back table. The gripper line was noted to be detached from the gripper and was not able to actuate. The mr was reduced to grade 3-4. No additional adverse patient effects thereafter or clinically significant delay. It was later reported that at a scheduled follow up appointment on (B)(6) 2025, it was found that the two implanted clips had moved slightly and that mr was recurrent at 4+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manfacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported migration (partial clip movement) resulting in mitral valve insufficiency/ regurgitation appears to be related to patient conditions (dilated left ventricle and atrium and a restriucted posterior leaflet). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.